Event description:
Nurse tested patient and got a discrepant result: (B)(6) 2010, inratio: 3.1; (B)(6) 2010, inratio: 7.0, lab: 2.3 (lab draw <5 minutes later). (B)(6), inratio inr=3.1, (B)(6), inratio inr=7.0, lab inr=2.3. Lab draw was within 5 min of (B)(6) meter test. Patient is not on lovenox or heparin. She had no signs of bleeding. No liver or kidney disease. She does have lupus. She does have hypothyroidism.

Manufacturer narrative:
Investigation pending.